Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridges did not fit onto the pump. Reportedly, the pneumatic tap was damaged. Customer declined troubleshooting with tandem technical support. Customer's blood glucose was 170 mg/dl. Customer reverted to manual injections for insulin therapy.